Event description:
A change in therapy effect was reported on (B)(6) 2012. It was stated that patient had a "typical refill" on (B)(6) 2012 and began to have increased clonus, early the next morning. By the time the healthcare provider (hcp) saw him, he was in mild to moderate withdrawal, "certainly nothing near the worst I've seen, just a lot more tightness". The programming and pump logs were checked and noted to be fine. Hcp went ahead and did a regular pump refill and a side port. The pump reservoir showed the amount that was supposed to be in there; however hcp did a new fill "just to be sure"; the side port was "fine" too. Hcp then bolused him and sent him home. Hcp further stated that during both these refills when he withdrew the syringe, the needle from the port, there was leakage of fluid out of the site "not a lot but not a little, either; a fifth of a ml, a very small amount but, it kind of kept going; it was clear". He did an ultrasound of the pump pocket and there was no excessive fluid there. He also aspirated around the pump and didn't get any fluid around the pump. Hcp narrated that prior being under his care patient had a number of episodes of overdose due to pocket fill (these episodes have been reported in MFR report # 3004209178-2010-05151 and 3004209178-2011-05799). And during that time, hcp thought, that there were a lot of stabs of the pump refill septum. It was reviewed that the pressure within the tubing of the pump would be fine, even if the septum wasn't and that the medicine was noted to be in the bellows by the hcp. Hcp confirmed that the programing was correct; the side port was "excellent" and there was easy flow of csf (cerebrospinal fluid). Hcp further noted that the patient's pump was very deep and he does ultrasounds with every injection, and there is "always a sense of some deep, either fluid or seroma of scar". However today when he aspirated he did not get anything but it was possible that he "just violated that little bit of ongoing fluid and that's what came out". Hcp was "pretty confident that they got a good catheter". It was indicted that if the patient was not fine today they would be getting further diagnostics. It was added that at yesterday's refill it was compounded baclofen and today it was gablofen. Hcp was also considering sending that back to the compounding pharmacy to see if they got the wrong dose. As of the date of this report it was noted that patient had 24 hrs. Of increased spasms that resolved "with new refill and catheter aspiration". Cause of event unknown. Patient sustained no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).